Event description:
It was reported that, during use, a truwave transducer disconnected from a medtronic duet evd system. Staff tried multiple times to secure the transducer. There was no medication or blood leakage and no patient harm.

Manufacturer narrative:
Additional premarket submission: (B)(4). The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.